Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Package inserts for biomet acetabular implants state under possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date of event - (B)(6) 2011, exact date unknown. Device product code - unknown as the product identification necessary to obtain device product code was not provided. Expiry date - unknown as the product identification necessary to obtain manufacturing history was not provided. Date implanted - (B)(6) 2011, exact date unknown. Date explanted - no revision performed to date. Manufacture date - unknown as the product identification necessary to obtain manufacturing history was not provided. The user facility is outside of the united states. No medwatch report was received.

Event description:
It was reported that the patient underwent type iii hip revision in (B)(6) 2011 in which biomet product was implanted with allograft and op1. A second revision is planned due to acetabular lucency, but has not been performed to date.